Event description:
According to the reporter: upon opening package, the needle was noted to be disengaged. The patient was not involved.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. From the opened product, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.